Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During the start of a routine hemodialysis treatment, as the operator began to increase the blood flow rate, blood was noted to be exiting the venous line onto the patient's lap. The operator clamped the line and then securely reconnected the venous line to the venous fistula needle and resumed treatment without further incident. There was a blood loss of between 20cc-100cc approximately. No medical intrevention was required.